Event description:
The device is a distal protection device. It was deployed prior to carotid stenting. After the stenting the retrieval sheath was deployed, at initial removal, the accunet came off the wire and remained in the patient free floating on the wire. Several attempts were made to snare and remove the device without success. Finally the device was ballooned and then stented, with flow well documented with angiography. The patient remained alert and oriented x3 throughout the procedure. Gcs remained at 15. The patient had a slight headache which was treated with 25 mcg of fentanyl IV and resolved. The patient remained alert and oriented through the post procedural phase as well and was returned in stable condition. Follow up reveals the accunet was stented in a closed position in the patients internal carotid artery.